Event description:
Negative pressure wound therapy machine alarm failure occurred. The dressing was not intact and the unit was not alarming; drainage was visible through the dressing and leaking down the leg of the patient.